Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided (customer¿s reference range is 0.00-0.028 ng/ml): sample ID (B)(4) initial result was 0.181 ng/ml. The result was reported out and the patient was redrawn several hours later, under sample ID (B)(4), and the result was 0.017, repeat was 0.014 ng/ml. Sample ID (B)(4) was then repeated, and the results were 0.008 and 0.015 ng/ml. It was noted that based on the initial elevated result, the patient was improperly treated with heparin, which has since been discontinued. The patient is doing well now and there was no reported harm to the patient due to the heparin treatment.

Manufacturer narrative:
The complaint investigation for a falsely elevated architect stat high sensitive troponin-I results, on the architect i1000sr, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The customer service center specialist (csc) suggested the customer replace the arc, probe, list number 08c94-47, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.